Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Without a lot number a manufacturing record review cannot be completed.

Event description:
Patient with left shoulder implant of 3.5mm lcp proximal humeral plate and eight screws on (B)(6) 2012 presented with slight collapse of the humeral head following a fall on her left shoulder. Patient returned to or following the fall on her left shoulder. Surgeon removed 6 intact screws and replaced with shorter synthes screws. Removed screws were discarded. This is the 7th of 7 reports submitted on this event.